Event description:
We are a distributor of this dental handpiece that caused this injury to a young man. The MFR is nsk nakanishi with mfg plant and headquarters in (B)(6). We have reported this to them as well. An oral surgeon in (B)(6) was using an nsk dental oral surgical handpiece, nsk product number sga-e26, to section a wisdom tooth for extraction. "The last segment of the drill heated up during the procedure and caused a second degree burn to the corner of the lower lip crossing the vermillion border. The pt was subsequently seen by two dermatologists for eval and treatment." Diagnosis or reason for use: used to section wisdom tooth for extraction. Event abated after use: yes.